Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of right shoulder dislocation repair, the anchor was broken off (as the photo shows), removed all the pieces. No additional information could be provided. The device was received and evaluated. It was observed that the anchor was broken from the middle portion and the suture was not in place. The photo provided by the customer showed the same condition found during the physical evaluation. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. No more information regarding the procedure, thus we cannot discern a root cause. The possible root cause can be related when a excessive force on the distal end of the anchor due to levering during insertion. As per IFU, do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. The lupine br anchor system requires application force (up to approximately 5 lbs.) To insert into the hole when properly aligned with the axis of the hole. If necessary, use a mallet to impact the proximal end of the inserter to implant the anchor. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a right shoulder dislocation repair procedure on (B)(6) 2021, it was observed that the lupine br w/orthcrd device was broken off. All the pieces were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.